Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's adapter keeps getting disconnected from the power shell. A different shell was used however the issue was not resolved. There was no patient injury.